Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the flexvision pc was not starting. Upon troubleshooting actions, fse identified that the hard disk in flexvision pc was defective. To resolve the issue, the fse replaced the hard disk, installed software and download the board software to the flexvision pc. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's flexvision computer was unable to boot up. No harm was reported to philips. The device was outside of clinical use at the time of reported event. Philips has started an investigation of this complaint.